Manufacturer narrative:
The returned device met all its specifications. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. Therefore, we cannot state on the issue encountered by the user, as it could not be recreated. A possible explanation could be found in the adjustment of the valve. Upon return, we noticed that the rotor was set on the medium position, which is confirmed by the user's declaration. Lowering the operating pressure could have restored a good csf flow, but there is no indication that the user tried to adjust the valve on another pressure.

Event description:
The user reported a suspicion of hypodrainage due to a failure of the valve (tested intraoperatively).

Event description:
The user reported a suspicion of hypodrainage due to a failure of the valve (tested intraoperatively).